Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-fem-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). No consequences or impact to patient, failure to advance. Summary of investigational findings: the femoral introducer system is returned. The filter is in the blue sheath. Resistance is met at the interface between the introducer cup and blue sheath. No visible errors is met, when cutting the blue sheath longitudinal. There is no errors on the check flow valve expect some solid blood. The exact root cause for the reported advancement difficulty cannot be determined, but there is a possibility that the clotted blood may have prevented the entrance to the sheath. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: filter got stuck inside the hub of the introducer and was unable to pass through the sheath. Upon inserting the filter, it went to the corner of the bottom of the hub, instead of center down the sheath. Another filter was used successfully. The user may have slightly inserted the device at an angle. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence